Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No prime/fill anomaly or motor noise noted during testing. Motor was inspected and no motor anomaly noted. Unit had unexpected restart error alarms after battery change due to broken solder joint on interface board. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms. Customer also reported that pump motor made grinding noises during priming as if motor was going to blow. Customer's blood glucose was 120 mg/dl. Customer was advised to monitor insulin pump and call back should issue persist.